Event description:
During a remote follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were found. No intervention has been completed at this time. The patient is stable with no consequences.